Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter alleged that a sample mismatch occurred for samples processed on the cobas e 411 analyzer (rack system). The customer stated that they ran a rack containing a control, followed by two barcoded patient samples, and then followed by a second control. After the rack was processed on the analyzer, the customer noticed in their laboratory information system (cobas infinity) that the results of the patient record (B)(6) were those of the control (B)(6) . The customer did not release the data outside of the laboratory due to noticing the inconsistency in the laboratory information system.

Manufacturer narrative:
The investigation determined there were no issues with the e411 analyzer as it sent the correct result messages for the patient samples and controls. The investigation could not identify a product problem.